Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device system was explanted due to infection. The patient was placed on antibiotics and scheduled for a right sided new system implant. The patient had no system related complications.